Event description:
A surgery technician reported losing pressure in the globe of the eye during a silicone oil removal procedure. The procedure was completed with the same unit with no harm to the pt. Add'l info was rec'd from a company rep advising that the pt returned one day post operative with a traumatic cataract. Add'l info has been requested, but has not been rec'd.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval and no add'l info has been provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause of the customer reported event is unk at this time. (B)(4).